Event description:
Drive devilbiss healthcare was notified of a complaint regarding a rollator by the end user, who stated that "while sitting at her kitchen table on her rollator, the rear wheel broke, causing her to fall backwards onto the unit." Ems transported her to the hospital, where films showed a 20% fracture to her t7 vertebrae. Drive attempted to retrieve the product for investigation, but the end user had already discarded the unit after the incident. Drive will continue to monitor for trends.